Event description:
After iabp for ten hrs, the iab leaked. The iab was removed and a second iab was inserted into the pt. On 3/10/98, the following was reported to datascope: the pump alarmed "rapid gas loss". The iab was auto-filled by staff and pumping was then resumed. A few mins later the staff noticed blood in the tubing. [Event complications]: unk-reported 2/3/98 and 3/10/98. [Pt's current status]: unk-rpt'd 2/3/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.